Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: adapter oxidized. Based on the results of the investigation, it is likely the following led to the malfunction: the cable is out of position and pierced. The image is interfering with and image losses (black screen) also occur. The problems come from the cable. The most probable cause of the identified failure is a cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: " never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Use only detergents which compatibility for cleaning endoscopic instruments is certified by the washer/disinfector¿s manufacturers, and which are approved by a competent authority. Incompatible detergents may considerably damage olympus endoscopic instruments. Preferably, use enzyme-based agents. Avoid agents containing highly alkaline or acidic compounds, such as citric or phosphoric acid. Even minor residues of non-ph-neutral agents may lead to corrosion of the instrument¿s material. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had false contacts at the level of the cable, sometimes generating vertical streaks. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(4). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had false contacts at the level of the cable, sometimes generating vertical streaks. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the cable is out of position and pierced. Problems come from the cable. The image is interfering with image losses (black screen). Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.